Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the four screws inserted, one deviated, and the other three were also shifted toward the cranial side. Accuracy was checked using the calibration kit, and no deviation was found in the cranio-caudal or lateral directions. It was confirmed that there was a subsidence of about 0.5 mm in the vertical direction. Calibration was performed and satisfactory accuracy was confirmed. Regarding screw deviation, the on-site conclusion was that it is thought to have been caused by external factors, such as movement of the reference. In addition, a report of imaging system malfunction was submitted due to suspected accuracy issues. Based on the malfunction information, an inquiry will be made to the complaint handling team regarding whether separate registration of navigation system should also be initiated. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3,h6): no hardware parts replaced. Codes b01, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.